Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
It was reported that patient had right hip revision because lag screw on the gamma nail cut through the femoral head. Sales rep indicated that there will be no further information due to surgeon and hospital policy.